Event description:
It was reported to philips that the system's image processing computer failed to boot properly, preventing imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's image processing computer failed to boot properly and prevented imaging. Review of the log file showed ippc post failed, with the post result showing ippc post result not done. During diagnosing, fse found that the ippc could not connect to the pc diagnostic tool; the ping response was in red. Fse replaced the network cable, but the issue persisted and fse identified that the ippc was defective. To resolve the issue, fse replaced the ippc. The defective ippc was returned to philips for failure analysis and the cause of the issue was hardware problem. The failed component was a motherboard and the motherboard was replaced. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.